Event description:
The following has been reported: lvp experienced 6+ tubing set problem alerts after first having a tubing set misloaded during reliability life test. The logs suggested a leak between set and service seal. The service seal was inspected and there were signs of damage. The service seal was replaced and the issue has not re-occurred after 2+ months of reliability testing. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: tubing set error (ipc connection leak failure) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Inspection of the ipc service seal revealed damage on the inner edge. It is suspected that this damage was sufficient to cause the small leak resulting in the tsp and tsm alerts. This is a replaceable component and replacing with a new service seal resolved the issue. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.